Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and morphine drug via an implantable pump for non-malignant pain use. It was reported that they were having the issue of when requesting a bolus, it was taking a long time, and it was confirmed the handset was lagging at 90 percent. The patient also mentioned seeing error 155 (saving a report-informational) during the process. The agent reviewed the data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag at 90 percent. The agent also explained error code 155 the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software product ID hh9020tdd lot# serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.